Event description:
Patient was revised for pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised for pain. Doi (B)(6) 2013 dor (B)(6) 2013 (left hip). The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. It was stated that the surgeon thought the reason for the reported pain was a loose acetabular cup. The cup however was found to be solid and was not revised. The liner was revised although there was no allegation of a problem with the device. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.